Manufacturer narrative:
The customer reported an issue with gas struts failing to operate as intended. A video provided by the customer shows the top of the bed closing very slowly when left open unattended. No adverse event has been reported, there have been no patient harms. The novothor functions as normal, it can be opened and closed as normal, patients can enter and exit and safely have treatment inside the novothor as this issue does not interfere with the placement or position of the canopy. Thor has completed a health hazard evaluation which found that the risk of the malfunction causing any harm to patients or users of the device is unlikely and would be minimal, and therefore no field action has been initiated.

Event description:
Customer reported gas struts on the novothor xl bed slowly close on their own when left unattended with a concern that this was a significant safety hazard. There have been no adverse events or harms reported.